Event description:
It was reported that the patient experienced overdischarge of the implantable neurostimulator (ins) 97714 restore sensor and an increased frequency of recharging required for the ins located in the spinal region. The patient was unable to charge the ins and reported not having charged it since early spring due to a family health issue. Overdischarges were confirmed through two patient remote management (prm) sessions. The issue was resolved by restarting and fully charging the spinal cord stimulator (scs). The patient noted a change in charging frequency from once a week to three times a week and plans to have the ins replaced due to the increased need for recharging. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.